Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "no label information was printed on the tube."

Manufacturer narrative:
H6: investigation summary: bd received a samples and photo for investigation. The sample and photo were reviewed and the customer¿s indicated failure mode for missing print on the tube (label) was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of missing print. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Both visual and camera inspections are performed in as a means of mitigating this defect. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "no label information was printed on the tube."